Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages/arrhythmia alarms/false asystole events) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a severed brown (-5v) wire in the trunk cable. The root cause for the severed wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the patient was receiving "adjust belt" messages, arrhythmia alarms, and false asystole events.